Event description:
The hcp reported the patient was experiencing a return of pain symptoms. The pump was found to have an excessive residual volume and was replaced due to "possible malfunction." A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis not available at the time of this report.